Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the rear caster was defective. There was no patient involvement.

Manufacturer narrative:
The device was found to be physically damaged beyond repair. Because of this, a defective sticker was placed on the device and the device was returned to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.